Manufacturer narrative:
Serious injury without surgical procedure.

Event description:
This lead was causing diaphragmatic stimulation. Bi-v pacing was programmed off and a lead revision procedure is planned. All records indicate that this lead remains actively implanted. No additional information is available. Should additional information become available, this event will be updated.